Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 16-jun-2024, it was reported by the patient that the tape was not sticking for the cannula due to leakage from the tubing site. The event was occurred within few hours of insertion. No further information was available.